Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2014 with the following findings: a review of the pump black box data revealed multiple loss of prime warnings associated with low, non-zero forces. During testing, the rewind, load, and prime steps were completed successfully with no duplicated warnings. The force sensor calibration measured low and not within specifications. The pump case was removed and the force sensor resistance was within specifications. No damage was found to the force sensor.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.